Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a 25mm 11500a aortic valve was explanted after an implant duration of 2 days due to persistent pvl. The explanted device was replaced with another 25mm 11500a aortic valve. On pod #2, the patient returned to the or on ECMO for mediastinal exploration, CABG x1, and persistent avr pvl. A leak was found posteriorly to the left side of lc ostium. Three attempts were made to close complex pvl, when coming off bypass still had pvl. Last attempt, cross-clamped 4th time and removed the previous 25mm aortic valve. A new 25mm inspiris valve was re-replaced with 16 pledgeted sutures, the valve was seated and sutures carefully tied and cut. Tee showed good news, pvl had become trivial. The patient was converted back to ECMO circuit, chest packed and transferred back to the cv-ICU. On pod #6, the patient returned to the or for decannulation of ECMO. Tee showed a small aortic leak remained, appeared to be small and certainly manageable on the long-axis view of the lv. ECMO circuit was removed, tee showed normal lv function and improved rv function. The patient returned to the cv-ICU in stable condition. Pod #14, echo showed aortic valve with mg 17mmhg and mild-moderate pvl. Hospital pathology report: gross exam only of aortic valve, no adherent tissue or identifiable marking are present.